Event description:
Pt undergoing a bone marrow transplant for myelodysplasia. As the pt's venous access device was being flushed, a hole blew in the dual lumen segment of the catheter. The hole is of unknown etiology. There is no repair kit for the dual lumen segment of this catheter. (*)